Event description:
The event date was updated to (B)(6) 2019 per complaint notes that said had low bg day before call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of audio. Customer's blood glucose level was 58 mg/dl. Customer was treated with glucose tablet. Customer stated when she turns the insulin pump there was a face above the glass where there was a lot of light being emitted. Customer troubleshooting was declined for low blood glucose level. The insulin pump will be returned for analysis.